Event description:
The pump was explanted due to an infection. It was returned to the MFR for analysis.

Event description:
Additional information from the hcp reports the patient presented on 09/2005 with redness, swelling, drainage, and pain of the device pocket. Cultures of the device pocket and lumbar region were done. The hcp did not have the culture results. The patient was treated with IV antibiotics and total device system explant. The patient outcome is reported as ongoing with no drug withdrawal. The patient had a risk factor of debilated status.